Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing in a stored non-sustained ventricular tachycardia (nsvt) episode. It was noted that there was no pacing inhibition. Rv pace impedance trends were unremarkable. (B)(6) technical services (ts) reviewed possible causes and troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).